Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the reps stating the cause of the high impedances was not determined. It was unknown what type of device was used to measure the impedance as it was done by the neurologist leading up to the procedure and the software version was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 37085-60, serial/lot #: (B)(6), (B)(4) , (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an explant due to high impedances (15+ ohms). The extension and ins were replaced on (B)(6) 2018. It was reported that during the surgery, the surgeon had difficulty removing the extensions from the primary cell battery. It was reported they seemed like they were damaged during explanation. No environmental/external/patient factors were thought to have contributed or led to the issue. Multiple impedance checks were done. Intraoperative impedances checks were done after replacing the extension and ins. The impedance check was normal after the replacement and the issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the extension (B)(4) found that the insulation at the proximal end was consistent with metal ion oxidation. Analysis of the extension (B)(4) indicated no significant anomalies and the extension body was cut through. Analysis of the ins (B)(4) indicated normal functionality and insignificant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.